Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. It was recommended that the uninterrupted power supply, the batteries, and possibly the printed circuit board should be replaced. No conclusion can be drawn as further info is unavailable.

Event description:
The customer reported that the instatrak 3500 system's uninterrupted power supply appeared to be not operational. No pt injury was reported.